Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that oil was leaking from the device. We decided to report the issue in abundance of caution as any substance falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the there was no oil leakage and the lights were functioning correctly. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of substance falling off, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device - problem code, h6 medical device - component code, h6 investigation findings, h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated that oil was leaking from the device. We decided to report the issue in abundance of caution as any substance falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated that oil was leaking from the device. We decided to report the issue in abundance of caution as any substance falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the there was no oil leakage and the lights were functioning correctly. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of substance falling off, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device - problem code: mechanical problem/ leak/splash; corrected h6 medical device - problem code: no apparent adverse event. Previous h6 medical device - component codes: mechanical/dome; corrected h6 medical device - component codes: none. Previous h6 investigation findings: results pending completion of investigation; corrected h6 investigation findings: no device problem found. Previous h6 investigation conclusions: conclusion not yet available; corrected h6 investigation conclusions: no problem detected. Initially provided information was pointing to oil leaking. The issue is considered as safety related as any substances falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of oil leakage on this device. It was established that when the event occurred, the device was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Manufacturer narrative:
E1b event site name: (B)(6) hospital. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that oil was leaking from the device. We decided to report the issue in abundance of caution as any substance falling off into sterile field or during procedure may cause contamination.